Manufacturer narrative:
The customer from outside the united states reports observation of an elevated atellica im high-sensitivity troponin I (tnih) result for a 47-year-old male patient. The initial result was reported to physician(s), who questioned the result. Another sample from the same patient was tested on another atellica im analyzer and a lower result was obtained. The initial sample was repeated on the same, initial atellica im analyzer, a lower result was obtained that was similar to the result of the second sample. The interpretation of results section of the atellica im tnih instructions for use states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.

Manufacturer narrative:
Initial MDR 1219913-2023-00259 was filed with FDA on 13-oct-2023. Additional information ¿ 21-nov-2023. An outside the united states customer reported the initial issue as atellica tnih initially elevated result 739 ng/l (IFU 99th% 45 ng/l) which repeated on the same instrument 4 ng/l. Siemens investigation included an assessment of reagent, instrument, and sample data. Reagent issues were ruled out based on a review of quality control (qc) which showed recovery within acceptable ranges and no issues were reported with other patient samples. Assessment of instrument performance included a review of quality control (qc) and log file review. Siemens has completed review of the reagent and sample trace files provided for this escalation. The review showed no evidence of a hardware issue that impacted the delivery of tnih reagents. A review of the sample trace for sid # (B)(6) showed no evidence of a hardware issue that impacted the delivery of 100ul of sample. Based on the available information, the cause of the discordant result is unknown; however, siemens cannot rule out preanalytical variables. Serum samples must be allowed to clot for a minimum of 30 minutes (longer if the patient is on anticoagulant therapy) prior to centrifugation. The post-centrifugation tube should be kept upright. Small amounts of fibrin or debris in the sample can cause elevated results. The return of the patient sample for further investigation is not warranted because the discordant result was not reproducible. The customer is operational. In section h6, the investigation finding and investigation conclusion codes were updated.

Event description:
The customer reports observation of an elevated atellica im high-sensitivity troponin I (tnih) result for a 47-year-old male patient. The initial result was reported to physician(s), who questioned the result. Another sample from the same patient was tested on another atellica im analyzer and a lower result was obtained. The initial sample was repeated on the same, initial atellica im analyzer, a lower result was obtained that was similar to the result of the second sample. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant tnih results.